Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The subject device is not available for evaluation, as it remains implanted in the patient. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. This valve was successfully implanted for over 11 years. The root cause of this event remains indeterminable with the available information. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a bioprosthetic aortic valve, implanted for 11 years and 10 months, underwent a valve-in-valve procedure due to unknown reasons. A tavr was performed using an edwards transcatheter valve. The patient's postoperative status noted as in recovery. No additional details provided.

Manufacturer narrative:
Through further investigation, it was learned that the patient underwent transcatheter aortic replacement due to aortic stenosis. The patient tolerated the procedure well without complications. She was discharged on pod# 2.